Event description:
The customer reported that during use of this saw to perform fusion of a metatarsal, it failed to operate properly, and this resulted in an approximate 90 minute surgical delay. The surgery was successfully completed with an alternate device. There were no reported injury as a result of this event.

Manufacturer narrative:
To date, an investigation of the returned saw has not been completed by conmed linvatec. A follow-up report will be sent upon completion of the investigation.